Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: g3. Initial MDR report tw (B)(4)/medwatch 2249723-2023-00630 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra- aortic balloon pump (iabp) had a damaged block guide. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full event site name: (B)(6) hospital.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra- aortic balloon pump (iabp) block guide was damaged. There was no patient involvement, and no adverse event was reported. Fse stated that during installation of new safety disk block guide (d391-00-0087) at 9 and 6 o¿clock position broke off. Fse replaced block (d391-00-0087) guides and corrected failure. Complete checkout and checklist has been performed.